Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient was in fill 1 of 4 and reportedly filling at a slow rate. There were no alarms. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). The pdrn confirmed the patient was filling slowly during the treatment and the treatment was eventually cancelled. Per the pdrn, the patient reported hearing ¿a pop¿, and then fluid began leaking out from the cassette compartment of the cycler. There was no reported damage identified on the cassette. Upon informing ts of the fluid leak, the patient was advised to discontinue using the cycler and was issued a replacement. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient completed their treatment by performing manual exchanges. Per the pdrn, the patient did not skip or miss any treatments in the absence of a cycler as they performed manual pd therapy until the replacement arrived. It was confirmed the replacement cycler was received by the patient, and the old cycler was returned to the manufacturer for physical evaluation. The cycler set was reportedly returned with the cycler.